Event description:
The dealer states that when the chair was received, the left pivot link was broken. They are just now finding the problem because, there was no damage to the carton. No additional information is available.